Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they insulin pump got wet when customer went into the pool with it. Customer reported that they dried the insulin pump but the insulin pump went blank. Customer also reported that there was fluid in the battery compartment. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.